Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had charging issue because the ipg slid deeper in the pocket site. It was also noted that there was excess skin or fat tissues that would not allow the charger to connect. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.